Event description:
It was reported that the user experienced low glucose while using the ilet with a freestyle libre 3 plus sensor, including a fingerstick value of 68 mg/dl and an ilet reading of 53 mg/dl, after which the user ingested oral glucose and was advised to take an additional glucose gummy; the user also reported that glucose readings disappeared from the ilet and received two sensor error alerts that day. Symptoms included hypoglycemia. Outcomes included urgent low and low glucose events that were managed with oral glucose. Investigation included troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia and sensor error alerts was unclear, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.